Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys testosterone ii assay result for one patient sample and suspected an interference with the medication danazol. The result for the patient was 3.2 ng/ml and was reported outside the laboratory. The doctor questioned the result as it did not match the clinical picture for the patient as there was no hirsutism. The sample was retested using mass spectrometry and the result was 0.04 ng/ml. There was no allegation of an adverse event. The customer used a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The serial number was requested but was not provided. The investigation determined per product labeling for the assay, there is no cross-reactivity between danazol and the testosterone ii assay.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer¿s testosterone result was reproduced. No interference with the reagent or heterophilic interference could be detected. No product problem was found and the reagent performed within specification. The difference in testosterone results between the different methods was likely due to the analyte specificity of the different methods. A specific root cause could not be determined. Due to the low amount of sample provided, further investigation could not be conducted.